Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self-test. No unexpected insulin pump error alarm found during testing or in the pump history file. Software error detected alarm found in the pump history. Unable to determine the root cause, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.